Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, when the surgeon fired onto part of the lung, the staple was only on the surface of the pleura. The staple formed abnormally. A new device was used to complete the procedure. There was no patient injury. The surgeon had to re-staple the line.

Manufacturer narrative:
Ftr# (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one (1) egia 60 articulating xtra thick sulu opened by the account. Visual inspection noted that the reload was received partially fired. Functional evaluation noted a visibly deformed anvil clamping mechanism. The reload fired without issue. Product analysis suggests the product was used in a surgical procedure. Replication of the deformed anvil clamping mechanism may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In addition, staples may not form properly and tissue may not be fully transected. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.